Manufacturer narrative:
See reg report number 3004209178-2016-07842 for the report of migration. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was pain recurrence and implantable neurostimulator (ins) site pain. The outcome was resolved without sequelae. Interventions included explanting and not replacing the device. The event resulted in an unscheduled clinic or office visit. The patient reported implantable neurostimulator (ins) site pain and recurrence of pain. The etiology was reported as possibly related to the device or therapy and unlikely related to the implant procedure. The etiology reported as related to the leads which were connected to the implantable neurostimulator (ins). The patient had difficulties recharging. The ins had not been able to cover the patient's low back pain as it had prior to a lead migration. Relevant medical history included: spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.